Event description:
During a coronary artery drug eluting stenting treatment procedure there was slow deflate of the stent balloon. The pt presented with crescendo angina pectoris and acute myocardial infarction. The angiogram demonstrated an occluded proximal left anterior descending (lad) and a tight narrowing at the ostium of the ramus intermedius. The physician placed a 6-french guide catheter in the right femoral artery and advanced a 0.014 luge guidewire accross the lesion into the distal om and predilated the ramus lesion using a 2.5 x 15mm maverick balloon. A 3.0 x 24 mm taxus express2 drug eluting stent was deployed at 12 atmospheres in the ramus. The same luge wire was then directed down the lad. The physician attempted to deploy a 3.0x24mm taxus express2 drug eluting stent in the proximal segment of the turtuous lad but was unable to cross the lesion. The lesion was dilated three more times using a 3.0x15 mm maverick balloon and the stent was advanced into proper position and deployed at 14 atmospheres for 30 second. The stent balloon failed to deflate for approx 5 minutes. Attempts were made to deflate the balloon using a syringe, disconnected and reconnection of the indeflator, introductions of a 1.5x6mm sprinter balloon and placement of another wire. The guide catheter was disengaged, which had the effect of helping straighten the stent deployment balloon. Finally, multiple, negative draws with the inflation device succeeded in deflating the balloon allowing it to be removed from the vessel. Final angiogram revealed good luminal diameter and brisk distal flow with the stented ramus branch. Good luminal diameter and improved run off were also noted in the stented segment of the lad. There were no pt complications reported and no st elevations were noted. The pt was reported in good condition.